Manufacturer narrative:
Product was thrown away and new labeled product was sent to replace the unlabeled product.

Event description:
Product did not have labeling affixed to the box and incorrectly had some labeling applied.